Event description:
Dialysis machine had a by-pass solenoid failure which caused the dialysate to be routed down the drain rather than to the dialyzer. There is no alarm to indicate this failure. The only indicator that there is dialysate flow to the dialyzer in a float ball that moves up and down. The movement caused a clicking sound as the ball moves. If the machine is placed in manual by-pass mode, a light is activated. The dialysate temp and conductivity were within normal limits. This occurred in the self care unit and neither the pt nor staff noticed that there was no flow to the dialyzer. It is estimated that this pt had two or three dialysis treatments with no dialysate flow to the dialyzer. The pt had lab tests done pre and post dialysis 12/2 in preparation but his admission to the hosp for a workup for a lung tumor. These results were high but since he was on dialysis it was assumed that these abnormal results would be corrected. Repeat last were drawn 12/2 with an inpatient which again were higher than the previous - bun 166, creatine 28.6 nad potassium 7.6. The pt was checked for vascular access. Recirculation which was not the problem. A check on the dialysis machine in the self care unit that was used for his treatment revealed the electrical failure of the solenoid. No other pt had any treatments on this same machine.